Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked display window, cracked case at display window corners and cracked reservoir tube lip. Pump unable to prime during prime test due to loose/protruded drive support disk. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No compromised force sensor system alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer¿s blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised the drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.